Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a piece of white septum in multiple syringes. Customer's blood glucose level was 358 mg/ dl. A new cartridge was filled to address the issue.